Event description:
The pt experienced no stimulation sensation and a loss of therapeutic effect. He last felt stimulation on (B) (6) 2010. He also had a problem with the pt programmer. He was unable to adjust stimulation. He received triple beeps when trying to increase/decrease stimulation when the device was on and off. He was at home. Add'l info has been requested.

Manufacturer narrative:
(B) (4).